Event description:
It was reported that the patient presented in clinic for a routine check. Upon interrogation, the pulse generator exhibited premature elective replacement indicator. Clinician cleared the message and normal function resumed. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.